Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) displayed a maintenance required code#5. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) displayed a maintenance required code#5. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The stm was notified that the customer has removed the iabp out of service permanently.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. While inspecting the unit the stm discovered that the logs were scrambled. The stm recommended to the customer replacing the main board and data-sets. No repair was made to the iabp and the unit was not cleared for use. The customer stated that they are removing the iabp from service.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) displayed a maintenance required code#5. There was no patient involvement and no adverse event was reported.